Event description:
The patient reported return of pain and withdrawl symptoms after going through security at courthouse. The hcp reported "patient states he went through the grocery store security which he does several times since having pump in , he told us this is what turned his pump off. The patient does have psychological issues.' The hcp did not confirm 'withdrawl symptoms". Review of the telemetry strips reveals that pump was updated on 9/18/2006 to deliver a single bolus only over 30 minutes, pump would go to "stopped pump mode". The pump was reprogrammed on 9/21/2006 for stopped pump to single bolus + simple continuous. In summary, it appears that "stopped pump" was related to programming by the hcp and not security gate. The patient was receiving dilaudid 20 mg/ml at a dose of 9.5 mg/dl. The dose was noted to be 10.35 mg/day on 10/4/2006 per telemetry strips. Final patient outcome was not reported.